Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues on (B)(6) 2026. The infusion set came off after applying with insertor. No further information available.

Manufacturer narrative:
Initial and final - (B)(4) device 2 of 2.